Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported it was unknown if the patient's infection has resolved. It was mentioned that the patient was prone to infections after surgery. The pump and catheters were discarded by the customer.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving li oresal via an implantable infusion pump for unknown indications for use. It was reported that the patient received a full system explant on (B)(6) 2026 of the devices that were implanted (B)(6) 2026. The patient ended up developing another purulent infection involving their lumbar incision and flank tunneling incision. The rep had no other information.

Manufacturer narrative:
Continuation of d10: product ID 8781; serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type catheter product ID 8781; serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type: catheter product ID 8780; serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-aug-2027, UDI#: (B)(4).product ID: 8781, serial/lot #: (B)(6), ubd: 07-may-2027, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.